Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified. Correction-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation.

Event description:
It was reported that the procedure is to treat a superficial femoral artery. A 5.0 x 100 mm fox balloon catheter was advanced to the lesion and inflated to 6 atmospheres when the physician noticed that the distal balloon marker appeared to be further away from the end of the balloon the proximal marker was. The account manager was at the account so he was asked to view the device and he reported that the distal markers appeared to be 2-3 times further away from the distal end of the balloon than the proximal marker was to the proximal end of the balloon. The device was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.